Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of an unknown duration of signal loss occurred is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown duration of signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.